Event description:
Customer alleged the lancet needle protruded from the multiclix lancet device. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.